Manufacturer narrative:
The investigation determined that non-reproducible, falsely elevated vitros tropi es results were obtained from a patient sample processed on a vitros eciq immunodiagnostic system. The investigation was unable to determine a definitive root cause. A vitros tropi es reagent and an instrument issue cannot be ruled out as potential contributing factors. Following service actions on multiple subsystems, the customer was able to perform a successful tropi es within-run precision test. However, as the pre-service precision testing performed was insufficient to verify the instrument's performance, there is no correlation with the service actions taken to suggest an instrument issue may have contributed to the event. Additionally, the sample was not processed in accordance with the tube manufacturer¿s recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The assignable cause of this event is unknown.

Event description:
The customer obtained two non-reproducible, higher than expected vitros tropi es results from a single patient sample when processed on a vitros eciq immunodiagnostic system. Vitros tropi es results=0.14 and 0.12 vs. Expected 0.02 ng/ml. A biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected vitros tropi es results were not reported from the laboratory. There was no allegation of patient harm as a result of this event. (B)(4).